Event description:
Multiple failures of cochlear baha divino sound processor. I am a pt of dr of ent. I am a user of the baha divino product. I have had extraordinary difficulties with the sound processor which are chronologically listed below: in 2005, #1 divino - purchased and fitted. On the following month, #1 divino malfunction reported to the ent. On eight days later, #2 divino - sent as replacement. One month later, #2 divino malfunction reported to ent. On fifteen days later, # 3-divino - sent as replacement. In 2006, #3 divino malfunction reported to ent. On five days later, #4 divino - sent as replacement. On four months later, #4 divino malfunction reported to ent. In 2007, #4 divino returned as repaired. On the next month, #4 divino reoccurrence of malfunction reported to nashville ent. On two months later, #5 divino - sent as replacement. On seven months later, #5 divino malfunction reported to nashville ent. On the following month, #5 divino returned as repaired. In late 2007, installed battery in firepaired. Divino #5 for first time and found it to be completely inoperable. In early 2008 divino #5 returned again from repair and found to be operable. On four months later, divino #5 malfunction. Poor sound quality. All of the malfunctions reported involved either distorted sound or no sound at all coming from the devices. These products have not in any way been abused. I believe eight product failures over a period of 3 years is a little excessive.